Event description:
It was reported that the catheter was stuck on the guidewire. A mamba flex 135 cm was selected for treatment of the target lesion. During a wire exchange, the catheter became caught on the wire and pulled the wire out. The procedure was then completed using another similar device. There were no patient complications.